Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a reset process for their pump, which involved several steps to ensure it was properly charging and in storage mode. After completing the pump reset, the cgm error did not reappear, and the customer was able to successfully start their sensor session.